Manufacturer narrative:
This MDR is being submitted to provide the device log review. (B)(6) 2025 - log files were downloaded from the device. Inspection of the log files show that a new pod was activated at 22:12 on (B)(6) 2025 and the pod was running on the user¿s ¿basal 1¿ program which consisted of 7 segments delivering between 0.3 u/hr to 1.9 u/hr. There were 6 total boluses delivered by the pod between (B)(6) 2025 all of which were found to have a user adjusted bolus volume. Insulin delivery was not paused at any time and no temporary basals were started. The system correctly delivered pulses according to the user¿s set basal program for the duration of use. No problems were found with insulin delivery in the log files. The dash pod does not communicate with the abbott cgm system freestyle libre 2 and therefore all blood glucose (bg) entries into the dash pdm must be made by either manual input or manually using a bg test trip and bg meter. As a result, it is expected that the dash pdm and dash pod would not alert the patient of high bg levels.

Event description:
Prestataire reported the patient was hospitalized with diabetic ketoacidosis due to "prolonged hyperglycemia" (exact blood glucose level was not reported). According to the prestataire, the continuous glucose monitoring (cgm) sensor reportedly did not alert the patient of the high blood glucose (bg) levels between tuesday (B)(6) 2025 (when the pod was changed) and thursday evening (B)(6) 2025 when the bg levels were tested. According to the prestataire, the patient changed her pod on tuesday (B)(6) 2025. Then, (B)(6) 2025 ¿wentvery well¿ but he patient began vomiting on (B)(6) 2025 while away for business. The patient went to the pharmacy and was advised to take anti-nausea medication, with no effect. The patient's condition reportedly deteriorated and the patient returned home on thursday (B)(6) 2025. As her condition was not improving, the patient reportedly called an on-call doctor and bg levels on the abbott cgm system freestyle libre 2 at that time (exact time of the day not reported) was 250 mg/dl with "still no alarm". The ambulance was called on friday (B)(6) 2025 and the patient was transported to the hospital because the patient's condition was deteriorating with "very high" blood glucose test strip value (exact blood glucose level was not reported). At the hospital (B)(6), the patient was put into an induced coma following the reported prolonged hyperglycemia. The prestataire reported that according to the physicians the patient ¿would not have had insulin administration for 3 days.¿ the prestataire confirmed the patient ¿is safe now¿ (french verbatim used by the prestataire: ¿[la patient] est tirée d¿affaire ce jour¿). The prestataire confirmed the patient was initially hospitalized on (B)(6) 2025 at (B)(6) hospitalier (epinal) and then transferred to (B)(6) hospitalier on (B)(6) 2025 (where she is usually followed). The patient was discharged from (B)(6) hospitalier on (B)(6) 2025. The prestataire confirmed the patient ¿is better today¿. The patient continues to use omnipod dash. Also, the prestataire stated that it is unlikely that the patient or patient's husband reported the incident to the gcm manufacturer and therefore, no vigilance report reference can be provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
Prestataire reported the patient was hospitalized with diabetic ketoacidosis due to "prolonged hyperglycemia" (exact blood glucose level was not reported). According to the prestataire, the continuous glucose monitoring (cgm) sensor reportedly did not alert the patient of the high blood glucose (bg) levels between tuesday (B)(6) 2025 (when the pod was changed) and thursday evening (B)(6) 2025 when the bg levels were tested. According to the prestataire, the patient changed her pod on tuesday (B)(6) 2025. Then, (B)(6) 2025 ¿went very well¿ but the patient began vomiting on (B)(6) 2025 while away for business. The patient went to the pharmacy and was advised to take anti-nausea medication, with no effect. The patient's condition reportedly deteriorated and the patient returned home on thursday (B)(6) 2025. As her condition was not improving, the patient reportedly called an on-call doctor and bg levels on the abbott cgm system freestyle libre 2 at that time (exact time of the day not reported) was 250 mg/dl with "still no alarm". The ambulance was called on friday (B)(6) 2025 and the patient was transported to the hospital because the patient's condition was deteriorating with "very high" blood glucose test strip value (exact blood glucose level was not reported). At the hospital ((B)(6)), the patient was put into an induced coma following the reported prolonged hyperglycemia. The prestataire reported that according to the physicians the patient ¿would not have had insulin administration for 3 days.¿ the prestataire confirmed the patient ¿is safe now¿ (french verbatim used by the prestataire: ¿[la patient] est tirée d¿affaire ce jour¿). Following requests for additional information made by insulet, insulet is awaiting additional information from the prestataire regarding this incident, including the patient's blood glucose levels for the date of incident and the reference of the vigilance report made by the patient's husband to the gcm manufacturer.